Manufacturer narrative:
Product and lot number not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Head of toothbrush broke while brushing teeth (device breakage) no adverse effect (no adverse event). A consumer reported that while brushing with an oral-b toothbrush, version unknown the head broke. No symptoms developed.